Event description:
It was reported that the sensor deployed on its own. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. It was reported that the sensor deployed on its own. Product was returned but not evaluated as analysis would not be able to confirm the complaint or determine a potential root cause. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined.